Manufacturer narrative:
We are awaiting the return of the complaint device.

Event description:
A pt reportedly stated that their hc233 CPAP unit falls apart since screws won't hold. There was no pt injury reported.